Event description:
To or 5/24/94 for revision of acetabular component of the left hip with revision of modular femoral head of the left hip silicone drain was placed in wound and connected to a constavac system for drainage. Dr attempted to removed drain and it broke off beneath the skin. Patient was returned to surgery where segment of drain was removed. It did not appear to be caught in any suture.